Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A technical support specialist (tss) reported that the customer stated multiple medications were not appearing on several stations and were impacting multiple patients. Tss dialed in and observed no issues. After receiving no further response from the customer, the case was closed. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server user noted that multiple medications did not appear on several stations, affected multiple patients. There were no error messages or warning icons displayed on the stations. The patient's names were visible, but none of their medications were shown. However, there were no delays or adverse events or injuries reported based on this event.